Event description:
Event description guidant received information that this transvenous defibrillation lead was removed from service due to suspected fracture. Patient's threshold were not stable and impedances were inconsistent. Patient also had an enlarged heart.